Event description:
It was reported "the doctor was removing an impella. When he tried to advance the bypass through the valve he was meet with resistance. We stop and pulled another device and exchanged it and again the valve resisted the bypass tube from enter the sheath. Then we dropped a third device. The third device worked but it had some resistance initially but the valve gave way and the bypass tube was inserted and deployed properly." The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The full UDI number is not available as complainant did not report a lot number. Additional information: no return product evaluation could be completed as the device was not returned for investigation. A device history record review could not be conducted as the device lot number was not provided. Case details were reviewed. Following an impella removal, a manta 14f device was planned for closure. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered resistance attempting to advance the bypass tube into the sheath hub. The bypass tube would not enter the hemostatic valve. After unsuccessfully attempting to advance the bypass tube through the sheath, the physician decided to remove the first 14f manta sheath and device. A second 14f manta sheath and device were opened and deployed. Again, the physician encountered resistance attempting to advance the bypass tube into the sheath hub. The bypass tube would not enter the hemostatic valve. After unsuccessfully attempting to advance the bypass tube through the sheath, the physician decided to remove the second 14f manta sheath and device. A third 14f manta sheath and device were opened and deployed; and again, the physician encountered some resistance attempting to advance the bypass tube into the sheath hub. The bypass tube was able to enter the hemostatic valve, deployed properly, and the patient outcome post-procedure was fine. A CAPA was previously opened under teleflex quality system to address this issue. Further investigation related to this event will be initiated if the occurrence rate exceeds the limit as per the CAPA. The der process will continue to monitor for any similar events.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the doctor was removing an impella. When he tried to advance the bypass through the valve he was meet with resistance. We stop and pulled another device and exchanged it and again the valve resisted the bypass tube from enter the sheath. Then we dropped a third device. The third device worked but it had some resistance initially but the valve gave way and the bypass tube was inserted and deployed properly." The patient's current condition is reported as "fine".